Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners put too much tension on their tooth and caused it to chip. Requested letter of recommendation. Update letter of recommendation provided. In the letter the dentist states the patient should immediately discontinue the use of byte aligners due to #22 incisal chipping, tooth malocclusion and increased jaw pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.